Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information but were unsuccessful. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had x-rays which revealed two leads and an extension were no longer implanted. It is unknown when and why the devices were explanted.